Event description:
A care giver (cg) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during dwell. The cg stated she had respiked the bag with solution in the last fill bag. The technical service representative (tsr) explained about respiking the solution bags. The tsr advised that they needed to end therapy; the cg declined and would follow up with their nurse (rn). There was no patient injury or medical intervention reported. Follow up was done via phone call; the rn contacted product surveillance regarding the check lines and bags alarm. Per the rn, the cg contacted the rn and let her know what the cg had done. The rn stated she reviewed the correct procedures with the cg. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report is for a check lines and bags (clb) alarm. The used sample was not returned to baxter for evaluation therefore the report cannot be confirmed in the lab. Per the report, the patient had respiked the bag with solution in the last fill bag. From the data within the report, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.